Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, d1, d2, d4, d9, g3, g6, h2, h3, h4, h6, h11. The product was returned without inspection and decontamination. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - belgium.

Event description:
It was reported that the mesher grid damaged. The event timing was during surgery. There is no harm or delay reported. Due diligence is complete and there is no additional information available.